Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site telephone, event site mail), g3, g6, h2, h3, h6 (type of investigation, medical device ¿ problem code, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that this unit was only used for transport therefore there was no cart. Upon inspection the fse that the machines metal cover where the handle is at for lifting purposes in the back, was bent inwards and the screws were tearing through the sheet metal. This caused the handle to put pressure on the check valve, bending it and causing a leak. Therefore, the fse replaced the damaged cover and the check valve. The unit passed all tests and was returned to service.

Event description:
It was reported, the cardiosave intra-aortic balloon pump (iabp) had a helium leak when trying to fill with an external supply. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had helium not refilling. There was no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9. H3, h6 (type of investigation, investigation findings,investigation conclusions) despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.